Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects were reported. The product was explanted.

Event description:
Additional information was received indicating that the patient noticed that a few days after implant the scar was redder than the initial pacer sutures and a couple of months after the post-operative site emitted pus. The patient was also experiencing pain. The product was then explanted.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient noticed that a few days after implant the scar was redder than the initial pacer sutures and a couple of months after the post-operative site emitted pus. In addition, the patient was also experiencing pain and the patient's pacemaker was seen through the hole of the scar. The pacemaker was explanted. There were no additional adverse patient effects reported.